Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer? Yes . Section d9: date returned to manufacturer? Dec 14, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint sample received which consisted of an opened product box containing the direction for use (dfu) and a blister with damaged label. The product box was not totally sealed at the end where the batch no is printed. The blister was not opened but had a bit damaged label that was a bit curled up. Inside the blister the syringe was mounted for transport as expected and could not have been used as the tyvek was still glued to the blister tray. It can be confirmed that the blister label on the tyvek lid has been damaged. There was no missing information on the blister label; the bar codes, batch and expiry dates, the assembly instructions, storage temperature information, product name and information in japanese, volume text and label article number were all clearly readable. The johnson and johnson vision text was also clearly seen. However, the green circular volume mark (0.85 ml) had been made illegible. Manufacturing records review: the manufacturing records for the product were reviewed and no related deviation or non-conformance report was found. All devices meet material, assembly, and performance specifications at the time of product release. A search for related complaints for the lot uj31366 from the last 12 months was conducted and o related complaint(s) found. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/crrected data: additional information received indicated that the lot number of the suspect device is "uj31366". Therefore, the information has been corrected in this supplemental report and the following fields were updated accordingly: section d4: lot number: uj31366. Section d4: expiration date: may 31, 2024. Section d4: UDI number: (B)(4). Section h4: device manufacturer date: jun 30, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a box of healon was opened to use in an operation, the seal indicating instruction of usage of the product on its sterilization packaging was found to be peeled off and it was curled up. The customer used a backup healon. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. (B)(6). Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed and no related deviation or non-conformance report was found. All devices meet material, assembly, and performance specifications at the time of product release. A search for related complaints for the lot involved from the last 12 months was conducted and two complaint(s) were found. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue was not confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.